Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v259112, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
A consumer reported the patient had a intermittent and erratic therapy. When the patient got to the low point in their medication cycle, they had freezing, speech issues, and they lacked energy, but currently they are not getting the reaction at the low point in their cycle. The reaction is happening inconsistently and the reporter was not sure why. The patient's health care provider (hcp) and the rehabilitation facility had not seen this before. The patient used to be able to walk the distance of 12 basketball courts, but now they could not walk the distance of any. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.